Event description:
Rptr has a 2-3 yr history of a runny nose and watery eyes at work. Over past one and one and one-half yrs she has developed contact dermatitis with glove use, has now progressed to anaphylaxis with exposure throat tightening lips swelling, scleroderma, eye lids swelling shut with blisters, heart racing and bronchospasms.